Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 8/25/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received with a cut on the optic body and a haptic detached, which is consistent with a lens that was handled during insertion and removal. The lens was cleaned and haptic damaged (bent) was also observed. The complaint haptic damaged could be confirmed; however, based on the fact that the lens was handled during insertion and removal this issue can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. The complaint issue delivery issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) was partially inserted and removed in the same procedure due to bent/ broken haptic. Procedure was completed successfully using another lens. No further information available.